Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2026, a seventy-five-year-old male patient was brought to the cardiac catheterization laboratory for escalation of mechanical circulatory support from an intra-aortic balloon pump to an impella device during percutaneous coronary intervention following a surgical turn-down. The patient had a medical history of diabetes mellitus, coronary artery disease, and the use of continuous positive airway pressure for sleep-related breathing disorder. During the procedure, the patient began bleeding from the vascular insertion site. The blue suture hub was advanced, and the angle of insertion was maintained. No additional bleeding was documented following these actions. Overnight, the patient¿s requirement for vasopressor support increased. The patient became less responsive and was subsequently intubated. The patient¿s code status was changed to ¿do not resuscitate.¿ given the patient¿s critical illness and continued clinical decline, the family elected to withdraw care. The death was most likely related to the patient¿s underlying medical condition and the family¿s decision to discontinue life-sustaining treatment yet will conservatively be coded to the impella device. The patient subsequently expired.

Manufacturer narrative:
Corrected: d1, d4 (catalog & serial). Minor bleed/access site adverse event: the root cause of the access site adverse event was user related as the bleeding was resolved by maintain the angle matching.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.